Event description:
The passeo-14 balloon catheter was selected for treatment of a mildly calcified lesion with 80 percent stenosis degree in the posterior tibial artery. The passeo-14 was advanced over the wire and inflated at 12 bar. The balloon couldn't inflate further and leaking of contrast was observed in the fluoroscopy.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a fine jet of water emerging from the distal part of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a small pinhole direct at the distal edge of the distal x-ray marker. In close vicinity of the pinhole scratches and shatter marks were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the reported event is most likely related to the patients anatomy.